Manufacturer narrative:
The complaint device has been returned; however, the investigation is still in process. When the investigation is complete a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
A healthcare professional reported that a silent nite appliance broke. It was reported that the nodule broke off on the lower where straps connect. The patient received and began use of the device on (B)(6) 2025, then reported the device broken on 09/29/2025. No injury was reported.

Manufacturer narrative:
Additional information added to field d4. The device was returned. The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness: the flange was smooth; internal/external surfaces were smooth. Crack: no major crack was found. Delamination: layers were intact and did not separate. Discoloration: the device was not transparent and had slight discoloration. General cleanliness: the returned device appeared to be partially clean. It was observed that an anchor was broken off. Root cause description: based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism which could have caused the anchor to break. The manufacturer internal reference number is: (B)(4).